Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/23/2017-product analysis: the device was returned and evaluated by product analysis on 02/03/2017 with the following findings: the complaint could not be investigated due to an unrelated blank display screen. A power issue was not observed in the black box. A battery compartment crack was observed. The returned battery cap was undamaged; the cap¿s contact dimensions were within specification. The cap was able to secure properly to the pump. Moisture was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).